Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013, a diabetes nurse educator contacted animas on behalf of the patient, stating that on (B)(6) 2013, the patient was admitted to the hospital with blood glucose (bg) of 424mg/dl and was diagnosed with diabetic ketoacidosis. No other signs or symptoms of hyperglycemia were provided. The patient was reportedly treated with an insulin drip. The patient was reportedly off the insulin drip and was feeling better at the time of the call to animas. No additional bg values were provided. The patient reportedly admitted to not checking her bgs as frequently as she should, and the diabetes nurse educator confirmed she was not checking bgs frequently enough. The patient reportedly had come off the pump on her own and was on injections prior to being admitted to the hospital. It is unclear at this time why the patient ceased insulin pump therapy. The diabetes nurse educator reportedly changed the battery on (B)(6) 2013 and stated the time and date reset after battery change. Customer technical support reviewed the pump with the reporter and found date discrepancies accounted for by the reported time and date issue. The basal history was found to be correct. The bolus history shows the patient only gave one bolus on (B)(6) 2012, which the patient stated was correct because she was giving correction injections for elevated bg that day. A review of the prime history shows the patient only changes sites every four to five days instead of the recommended two to three days. The patient denied any site or set issues. The reporter stressed the importance of checking bgs on a regular basis to the patient. There were no delivery issues noted during troubleshooting, however, the patient insisted that the pump was not delivering accurately. This complaint is being reported due to the allegation that the patient experienced hyperglycemia requiring medical intervention and due to the allegation that the pump was not delivery accurately.